Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable cardioverter defibrillator (ICD). Tro ubleshooting steps were taken to no avail. The patient received the new reader, still no telemetry with the ICD was available. The patient was referred to the clinic. The reader was replaced. The ICD and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.